Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the devices were reviewed by depuy engineering in (B)(4) which states the complaint is due to wear and tear. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trials are scratched and gouged.